Event description:
It was reported that, the touch screen on a 980 ventilator was unresponsive. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) light emitting diode (led). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: a graphic user interface (gui) light emitting diode (led) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found a component in the gui printed circuit board (pcb) was overheating and had a short circuit condition. An investigation was performed and the identified root cause of the reported issue was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.